Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized. The customer declined tandem technical support's offer to perform troubleshooting and declined to provide information regarding the reported event.